Manufacturer narrative:
For the investigation the device was tested on site and the logfile was analyzed. On the date of event the device performed warmstarts as an external electrical disturbance exceeding the requirements given in iec60601-1-2 was detected. The device reacted as specified and generated an alarm. The evita xl powers briefly off and then back on. During this time, the emergency breathing is opened to allow for spontaneous breathing. This process lasts for about 8 seconds. In the event of unsuccessful warmstarts, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. An endurance test was performed and the evita xl did not show any technical failures.

Event description:
It was reported that the device posted a device failure while in use. No injury reported.